Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self-test. No pump error 68/23 alarm/frozen screen noted during testing. Successfully downloaded history files and traces using thump. Pump error 68 alarm found in the pump history file/trace on 25-jan-2026 at 05:04:40. Pump error 23 alarm found in the pump history file/trace on 25-jan-2026 at 05:05:16. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Test sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Pump error 68/23 alarm/frozen screen not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump errors, including pump error 23 (post-reset ram crc alarm) after a battery change and pump error 68 (trace pointers are invalid), along with a frozen display during a software upgrade. The customer reported no adverse event. The event involved products mmt-1884 and mmt-7040a. Troubleshooting was performed, including clearing alarms, completing rewinds, reviewing and re-entering settings, confirming transmitter and meter connections, and advising the customer to discontinue pump use, revert to a backup plan per healthcare professional instructions, and place the pump in storage mode; the pump was set to be replaced. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device will be returned. No product return is required for mmt-7040a.